Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has not been initiated based on the reported info.

Event description:
It was reported during a left hand total wrist arthroplasty surgery, the dorsal portion of the pt capitate bone broke during capitate reaming. A size 1 reamer was used. The surgeon complained of poor bone stock/quality throughout procedure. The surgeon felt it was poor bone quality that was responsible for weakening and subsequent cracking of capitate. The surgeon felt the instrument was not responsible and was not defective in any way. The reamer was removed (from the bone) without further injury or incident. The procedure was completed and the surgeon was satisfied with outcome. There was no intervention reportedly done for the cracked bone. There was no delay in surgery. The pt outcome was reported as "no adverse events to date".